Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited insufflation problem and does not pass through the automatic reprocessor. Defects of universal cord and physical defects of bending section and insertion tube was noted. The device was returned and an evaluation revealed clogging of the nozzle with foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and defect on the universal cord was not confirmed. The adhesive part on the bending rubber was worn out. The insuffalation problem was due to clogging of nozzle with foreign material. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information received regarding device evaluation. An evaluation of the returned device revealed, the lens glue was worn out. Air/water flow issues from the air/water flow system was noted. The inspection did not show any defects of the universal cord, connector nor control section. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physician damage at the foreign material detection site and there were no obvious deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function." 3) "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." 4) "to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.